Manufacturer narrative:
Eval summary: product is not returned for study. There are no previous complaints on the product recorded. It is unknown whether the device was used according to the surgical technique recommended. Also, the extent of instrument usage is unknown. Return of the instrument would help in further investigation with regard to instrument's condition and its usage. However, with the available info, the cause for the alleged event cannot be determined. Review of the device history records was not possible as the lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient's mcl was avulsed because of the stress caused by the torque wrench during surgery. The avulsion of mcl was repaired via suture.